Manufacturer narrative:
The product family for this women's health product is unknown; and therefore, the appropriate labeling/product documents for review could not be determined.

Event description:
The pt's attorney alleged a deficiency against the device. Per additional information received, the pt has experienced laparoscopic assisted vaginal hysterectomy, left salpingo-oophorectomy, transvaginal tape, and cystoscopy for the preoperative diagnosis of left ovarian mass and stress urinary incontinence.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced bulge in vagina while coughing and minimal cystocele and rectocele (prolapse).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced abdominal pain, adhesions, excessive mobility and flank pain.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced urinary tract infection and cystitis, non-surgical interventions, dyspareunia, pelvic pain, vaginal discharge, chronic constipation, recurrent vaginal pain, and urinary retention.